Event description:
The customer reported that white the unit was in use on a pt, the unit generated the "autofill failure" alarm followed by the "maintenance required code #2" (drive transducer offset failure) alarm. The customer replaced the catheter extender and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep was unable to duplicate the reported problem. The company rep found the "electrical test fails code #58" (power-up vent test failed) along with several "autofill failure" alarms in the fault logs. The company rep replaced the manifold drive (0104-00-0018). The unit was tested to factory spec. It functioned normally and was returned to the customer. (B)(4).